Event description:
The technician reported the left side rails is down and will not latch. No pt injury reported.

Manufacturer narrative:
The technician found the left side rail latching mechanism is contaminated. The technician degreased and lubricated the left side rail latching mechanism to resolve the issue. Based on this information, no further action is required.